Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the issue at the site was with a scanner that had the thresholding knocked out the previous day, resulting in a solid block 3d model which would not register. The system now loads CT scans properly. Issue resolved. Software investigation completed. Findings are that after ge service to hospital's scanner, medtronic settings needed to be updated. After the medtronic representative added "constant CT pixel and truncate lines to the xdefaults" the problem was resolved. Software is functioning as designed. No further issues have been reported.

Event description:
A site representative reported that, while in a procedure, the leksell frame would not auto register. The surgeon deemed it to be unsafe to manually register due to placing depth electrodes at various positions. No further details were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.